Event description:
It was reported that the patient underwent an anterior cervical interbody fusion utilizing a peek cage along with rhbmp-2/acs. In 2006, the patient was diagnosed with chronic pain.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem, evaluation codes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 the patient underwent c3-4, c4-5 and c6-7 anterior cervical discectomy and fusion, placement of autograft morselized and bone morphogenic protein 2. Preoperative diagnosis: left c6 radiculopathy, c3-4, c4-5, and c5-6 disc degeneration with nerve root decompression on the left side at all levels and cervical stenosis. Per-op notes: as we were coming from the right, this was markedly easy and then putting in a peek cage 5-7mm on each side with bmp2 and morselized autograft, we were able to place in anterior plate under fluoroscopic visualization making sure that the endplates were matching with the screw placement. On (B)(6) 2006 the patient underwent foraminotomy of right c5 and left c5-6 and c4-5 with segmental fixation of c3 to c7 in the posterior region. Preoperative diagnosis: cervical foraminal stenosis at bilateral c5-6 and c4-5. Persistent radiculopathy bilateral.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical fusion procedure at c3-4, c4-5, c5-6, and c6-7 using rhbmp-2/acs. Po st-operatively, patient was diagnosed with inflammation, swelling, and nerve damage in the fusion area. As a result, patient has required extensive medical treatment. Patient continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.